Event description:
Reagent used for sickle cell testing. MFR instructions state result can be read within 2 to 5 mins. Rptr read a positive at 5 mins and electrophoresis gave normal result (neg). The following day 2 others gave same results. Contact MFR that admitted that lot number was slow. A 4th test was totally positive at 5 mins but negative by eight mins. MFR suggested to wait 15 mins for this lot. MFR to send a substitute lot but rptr has not yet received it.